Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked fluids 2cm beneath the insertion site. The catheter was placed in this patient around 1 month ago. No other information was provided.